Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was an intermittent power issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 22-aug-2019 with the following findings: a review of the pump black box showed pump reboots on (B)(6)-2019; the pump was not resumed by the user. A visual inspection of the pump revealed the battery compartment was cracked. There was corrosion found inside the battery compartment. Leak testing showed the pump leaked at the battery compartment. The battery cap was undamaged and was able to fit securely to maintain an electrical connection. The pump powered on with the test cap and was exercised for 12 hours with no power interruptions occurring. The complaint of power issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The alert date of this report should have been (B)(6)-2019. Report late due to transition from (B)(6) program.